Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was 64 mg/dl when the button error occurred. She stated she took the battery out for four to five hours and reinserted it. The device alarmed failed battery test. After replacing it again, the device alarmed battery out limit. The buttons are unresponsive. Customer stated she was exercising and had the device in her bra, probably exposing it to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's current blood glucose is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.